Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n315177, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-43, lot# n313925, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n305898, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14, lot# n293138, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4). Product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer and a manufacturing representative (rep) reported that there was a confirmed overdischarge on the patient's implantable neurostimulator (ins). They could not establish communication with the patient programmer (pp), implantable neurostimulator recharger (insr), or clinician programmer (cp). The patient noticed she was not able to communicate with her equipment on (B)(6) 2015. The patient was not feeling stimulation and the last time stimulation was felt was 1 month ago. The rep performed an antenna locate (al) feature and saw 46 as the highest number he could reach. They attempted a normal recharge, and did not see a power on reset (por) on the insr screen but they were still seeing the reposition antenna screen. The rep was going to continue to work with the patient during the physician mode recharge (pmr) and was going to stay with them until por could be cleared. It was noted that the patient had a history of degenerative disc disease and spinal pain. The patient did three 60 minute countdowns and then 1 of those times it went down to black bars and then regular charge. From there the patient was able to recharge the implant up to 100% that night. The morning after on (B)(6) 2015, the patient checked it again and it would not charge, so she charged it up to 100% again. Later that day the rep met with the patient to clear the por and they got the "neurostimulator is discharged" message. They were advised to continue recharging the implant and clear the por with the cp or pp since the patient's ins was discharged when they met. They were also advised to check impedances when they meet the next time to confirm that the rapid battery discharge was not related to a short circuit. The indications for use for the implanted device were noted as spinal pain and degenerative disc disease. If additional information is received, a follow up report will be sent.